Manufacturer narrative:
Updated fields: a2, b4, g3, g6, h2, h10, h11. Corrected fields: b3, b5, h1, h6 (health effect - clinical code, investigation findings, investigation conclusions, health effect - impact codes).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit had a catheter restriction alarm. Initially, after insertion, but then resolved by switching the trigger to pressure. The alarm recurred immediately after arriving in ICU. The patient was planned to be taken back to cath lab to switch to different catheter. The alarm stopped treatment automatically, and needed to be restarted every time. The unit was switched out three times and encountered the same failure. The patient was unstable after the observed alarm and then decompensated. Patient ultimately expired. It was additionally reported that death of patient was not related to the device. Reference the related mfg report numbers - 2249723-2024-01775 ((B)(4)), 2249723-2024-01794 ((B)(4)), 2249723-2024-01768 ((B)(4)).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a catheter restriction alarm. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: b2.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra aortic balloon pump (iabp) had iab catheter restriction alarm. There was patient involved however, no adverse event reported. A getinge field safety engineer (fse) was dispatched to evaluate the unit. Customer reported a catheter restriction alarm. When fse arrived he confirmed the alarm was logged in the system. Found no issues with the pump, the issues seem to have been with the teleflex catheter and not the machine. Performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.